Event description:
It is reported that, approximately 3 or 4 weeks ago, pt complained of severe stinging and/or burning sensations to wound after using product as directed. Issue resolved when product was irrigated with saline.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported the affected site was irrigated with normal saline which resolved the issue. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.